Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that main drawer 3.1 was showing row board errors and reseated the retractor band and row board cables on both drawers 3.1 and 3.2; diagnostics testing could not be performed due to sign-in authentication issues, so the customer was instructed to pop out pockets in both drawers and remove any debris found, after which the customer was able to access multiple medications without issues and all functions were confirmed to be working correctly. The system functioned as intended a field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tc. Cvicu2 main drawers 3.1 and 3.2 were not detected on the bus. The customer rebooted the device; however, the drawers continued to display a not detected on bus status. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.